Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie drawer was failed and an error message had appeared. A technical support specialist (tss) dialed into the station and verified that the failed hardware icon was no longer displayed on the medication application. The validation queries from scripts 1 and 2 in knowledge article "bogus cubie pocket out of range" were executed, confirming no results returned. The station inventory was checked at the server, and drawer pocket was no longer showing the error. The customer was informed of these findings and confirmed with the user that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie could not be recovered and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.